Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment and a hysterectomy, pt experienced abdominal, leg and pelvic pain; increased urinary and yeast infections; continued incontinence, dark and odorous urine, and lack of sexual desire. Pt reported hemorrhaging after the implant which required another surgery. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "infection..."